Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure during prostate dissection, surgeon noticed that the tip cover was half way out of the instrument sheath. The instrument was removed inspected cleaned and tip cover was replaced. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory appeared to be properly installed during the surgical procedure using the installation tool, no lubricant was applied. The tip cover was not installed beyond the orange surface and no part of orange surface was visible after the installation. There was no damage noted to the tip cover and arcing was not observed.